Event description:
According to the reporter, during a procedure, after pressing the green button, the device did not fire. The issue occurred on eight reloads while connected to a powered stapler. The other five reloads had an incomplete staple line distally that has only 20mm. The following three 60mm reload had also an incomplete staples line and a poor staple formation that caused a bleeding. The last three reloads and eight reloads from a different batch also had a staple line incomplete. A new stapler was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); egia60amt egia 60 artic med thick sulu (lot#: n1c0608y); unknown stapler, unknown stapling device (lot#: unknown); unk-egiaadapter, unknown egia adapter (lot#: unknown); egia60amt egia 60 artic med thick sulu (lot#: n1c0570y); egia60amt egia 60 artic med thick sulu (lot#: n1c0570y); egia60amt egia 60 artic med thick sulu (lot#: n1c0570y); egia60amt egia 60 artic med thick sulu (lot#: n1c0570y); egia60amt egia 60 artic med thick sulu (lot#: n1c0570y); egia60amt egia 60 artic med thick sulu (lot#: n1h0823y); egia60amt egia 60 artic med thick sulu (lot#: n1h0823y); egia60amt egia 60 artic med thick sulu (lot#: n1h0823y); egia60amt egia 60 artic med thick sulu (lot#: n9m0014ky); egia60amt egia 60 artic med thick sulu (lot#: n9m0014ky); egia60amt egia 60 artic med thick sulu (lot#: n9m0014ky); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y); egia60amt egia 60 artic med thick sulu (lot#: n1h0854y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.